Event description:
It was reported that, at implant of this inflatable penile prosthesis (ipp), a proximal penile urethral injury occurred. During placement with the proximal tool, the injury occurred on the left side due to significant corporal fibrosis tissue. There were no device issues reported, but the procedure was aborted due to the complication and a catheter was placed for 12 days. There were no additional patient complications reported.

Event description:
It was reported that the patient with underwent surgical implant of this inflatable penile prosthesis (ipp) when a proximal penile urethral injury occurred. During furlow placement with the proximal tool, on the left side, the injury occurred due to significant corporal fibrosis tissue. There were no device issues reported, but the procedure was aborted due to the complication and a catheter was placed for 12 days. There were no additional patient complications reported.

Manufacturer narrative:
Updated a1 patient identifier, b7 other relevant history, and h6 evaluation conclusion code.